Manufacturer narrative:
(B)(4) (exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on 10/jun/2019 stating "for evaluation-seeing sparks when lamp is turned on" involving video processor model epk-i5010/serial (B)(4) through the pentax medical service department. No other information was provided at the time of the report. The customer owned video processor was returned to pentax medical for evaluation. The pentax technician confirmed a ticking and arching sound from the lamp and then the auxiliary lamp comes on. The lamp cartridges were found to be not aligned with each other and are not mounted to the frame properly, which is causing the sparks. Also, the limiter switch and scope locking screws are loose. Internal dust and corrosion were also found. Inspectional findings include: lamp incorrectly installed, limit switch actuator plate(2) bent, lamp not igniting, scope connector handle loose. Good faith effort attempts were made to the customer to gather additional information for the event. Responses were received from the customer stating the facility only uses pentax bulbs. The sparks occurred when the light source was turned on prior to the procedure. The video processor was not used during the procedure and sent into pentax for service. In addition, no damage was noted to the endoscope. Repairs were performed on the video processor which included replacement of the following components: cable to limit sw, air outlet assy. The video processor was shipped back to the customer on 19/jun/2019.